Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the scheduled implantable cardioverter defibrillator (ICD) replacement procedure, the physician tried to connect the right ventricular (rv) lead to the new ICD, but the screw could not get screwed into the device and the setscrew just kept turning. A different screwdriver was used and yielded the same results. The physician then took the old ICD and the screw was able to be tightened without issue. The physician again attempted to tighten the screw of the new ICD, however, it still could not be tightened. The ICD was replaced. No patient complications have been reported as a result of this event.